Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: there were multiple occlusion alarms observed in the pump's black box with an associated high force. The prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions observed.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were mutliple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.